Event description:
At/af episode on (B)(6) 2025. Atrial lead shows evidence of non-physiologic oversensing. Unknown if patient had procedure that day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)